Event description:
It was reported that the insulin pump had an unresponsive keypad during a bolus attempt, and after a few minutes, the insulin pump alarmed button error. The field representative stated that the buttons idd not work and that the button error alarm could not be cleared. The customer's blood glucose was 186 mg/dl. The customer was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump was unable to perform bolus delivery due to unresponsive keypad/button. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.